Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's son called in and stated that the customer had been out of quick sets for awhile and was having trouble getting more. Customer's son stated that the customer was taken to the emergency room in the middle of the night one time by paramedics for low blood glucose levels. The hospitalization was about two years ago. The customer's son said his father's blood glucose levels were fairly low, but could not remember the exact number. The customer's son was unsure of the cause for the low blood glucose level. No further information was provided.